Event description:
Complainant alleged that while attempting to treat an (B)(6) year old male patient with vital signs absent, possibly choking on his food, the device was unable to obtain an ECG signal via electrode pads and the device then self-charged. The clinician subsequently did not administer the shock to the patient. Complainant indicated that the clinician turned off the device and turned back on and again device was not obtaining the ECG rhythm. A second set of electrode pads were applied and plugged into another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.